Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. The device was returned to the biomedical engineering department with an unsigned note that stated, "e301" (audio alarm failure). No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. This report represents all the info known by the reporter upon query by hospira personnel.